Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having uncontrolled blood glucose; he had ongoing issues with his blood glucose over the last year. In (B)(6) 2013 the customer was diagnosed with kidney failure and was placed on dialysis. The customer had complications with the dialysis; found out that the dialysis port was infected and had to be redone. The customer decided that he did not want to continue dialysis. The week of (B)(6) 2013, the customer voluntarily removed the insulin pump, the sensor and stopped all treatment of insulin and dialysis. The customer was placed in hospice care and passed away on (B)(6) 2013. The caller stated that the cause of death was kidney failure. The caller did not know the customer's blood glucose at the time of death because of was not checked at the time of death. The customer was not wearing the insulin pump at the time of death; it had been removed one week prior to passing. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump returned with no battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window noted. Data analysis unable to perform data analysis due to no insulin pump history available on history download; no data was available due to pump being returned without battery in the battery tube.